Event description:
It was reported that a balloon rupture and shaft break occurred. The target lesion was located below the knee. The 3.0x150mm ranger sl drug coated balloon was advanced and upon inflation the pressure dropped. The device was removed and it was noted that the balloon was ruptured and the shaft was separated on the wire. The procedure was completed using another 3.0x150mm ranger sl drug coated balloon. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).